Event description:
It was reported that the patient presented to the clinic remotely via merlin.net. Upon review, far r-wave oversensing was detected on the pacemaker. No intervention was performed at this time. There was no patient consequences.